Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 538 mg/dl at the time of incident and the other blood glucose level was 420 mg/dl. The customer declined troubleshooting on the insulin pump for a high blood glucose. Customer stated that insulin pump unit he had two that failed on him the tape ring came off and he did not know and blood glucose. The insulin pump will not be returned for analysis.